Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely. The device was removed and replaced. During the change out the ventricular lead was capped and replaced due to undersensing that had been noted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data no anomalies were found in impedence and there was no evidence of elective replacement indicator (eri) by impedence noted. There were no anomalies found in battery voltage, and no evidence of voltage eri noted. Upon analysis of the returned device, no anomalies were found.